Event description:
A malfunction was reported by the customer regarding a tandem pump, identified as malfunction 199. Cts explained to the customer that this indicated a malfunction on the pump, but no significant events occurred prior to the malfunction, and there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to contact support again if any issues reoccur.